Manufacturer narrative:
D3: updated. H3 and h6 codes: updated. No physical product sample was returned for evaluation; however, four (4) images were provided. Review of the images showed that the flanges of the tracheostomy tube were damaged, with slit-like defects visible on both ends. The reported complaint of damage/breakage is confirmed based on the returned images. A review of the lot history identified no nonconformities that could have contributed to the complaint. The probable cause appears to be associated with the use of the velcro strap during intubation, which may have contributed to stress on the eyelet and subsequent damage.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the plastic that holds patient's "necktie" in place had snapped causing the tracheostomy to come loose. The tracheostomy broke at the site where the fabric necktie wraps around the soft plastic of the base plate of the flange. The broken tracheostomy was removed and replaced with a new one.